Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for 17 patients tested with a coaguchek xs plus meter. The meter serial number was asked for, but not provided. Multiple meters may have been used for comparison testing, but this could not be confirmed. Samples from each of the 17 patients were tested on a coaguchek xs plus meter. Additional samples collected from each patient within 7 hours of meter testing were tested in the laboratory using the dade innovin method. No adverse events were alleged to have occurred with the patients. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.